Event description:
In late 2007, I received a stryker -corin- resurfaced hip replacement in my left hip. All was "great" until I started to feel pain a month later. For reasons, I am looking for an explanation on, but have been told we "may never know", my resurfaced hip pin pulled out of my femur and lodged in the inside of my leg. I then laid in emergency for hours on top of hours while a replacement hip was delivered by stryker from another city. In early 2008, the resurface unit was removed and the trident psl unit was placed in my hip. This unit "fractured" my femur requiring yet another operation days later -3rd in 35 days!!!!- to place a plate on the femur. It is now four months later, and I remain in pain. I can only hope that it will go away with time. I took the step to contact the stryker rep -and their main competitor- before deciding to go forward with the corin cup. As a result of these contacts and other input, I was convinced that I was an "excellent candidate" for the corin cup given my age and good shape. I would have never gone forward with this first operation if I had been told about the FDA action taking place. This became public only after my operation. I feel that stryker withheld information from me and I want to know what happened to cause the dislocation of the corin cup. I also want to know what to expect from the trident unit and why my femur was fractured. Can you help me? Stryker doesn't seem to have any answers.